Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center failed to display all of its information in the measurement display area. The issue occurred during inspection for use. There were no reports of patient involvement.